Event description:
It was reported that the ilet touchscreen cracked after the patient fell during physical education and landed on the device, after which the display progressively worsened until it could no longer be unlocked or navigated, indicating a screen break affecting the user interface component. Symptoms included no injury to the patient. Outcomes included interruption of insulin therapy management due to loss of operability and the need for device replacement. Investigation included complaint handling, user interview, and review of device history and functionality based on available information. Investigation of this case revealed physical damage from impact and loss of watertight integrity, with no evidence of a device manufacturing or design defect identified from the information provided. It was concluded that the event was due to accidental damage resulting in a cracked screen and functional impairment, and that the device requires replacement.